Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have curved blade broken at its base. A piece approximately 10.0 mm x 2.1 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade portion of the harmonic ace instrument fell "out" of the patient's body. The fragment which fell into the patient was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.